Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in thresholds. The implantable pulse generator (ipg) also exhibited premature battery depletion and high thresholds. The rv lead was capped and replaced while the ipg was explanted and replaced. No patient complications have been reported as a result of this event.